Event description:
The customer reported being in the emergency room due to high/low blood glucose episode two months ago. The blood glucose reading at time of call was 155mg/dl. The customer mentioned that the insulin pump was beeping while changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.